Event description:
I have used a tap (thornton adjustable positioner) for sleep apnea for six years. The small metal device on the bottom mouth piece broke off and this small piece of metal was in my mouth. Luckily, I woke up without swallowing it, but it was sharp and jagged. I think this could have been a very dangerous situation. I called the company and they were not concerned with the broken device. They told me that they would not talk to patients-they only spoke w/medical providers. I called (B)(6).